Event description:
Reporter alleged blood glucose measured 212 mg/dl back to back with a result of 110 mg/dl when testing was performed one immediately after the other. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.